Event description:
It was reported that the patient experienced atrial malaise. During lead revision, an insulation break was observed on the lead. The lead was removed and replaced.

Event description:
Customer described patient as elderly, in extremis. Mepilex border sacrum applied prophylactically to reduce chance of pressure ulcer. Suspected deep tissue injury developed under dressing. Patient expired one day later ((B)(6) 2010).

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 15.0 cm and wrinkled at 4.5 and 4.8 cm from the connector pin. The insulation was damaged at 11 cm from the connector pin. The suture sleeve was slightly abraded at 17.1 cm from the connetor pin.

Manufacturer narrative:
All information provided by manufacturer and from the medwatch form. Device evaluation anticipated but not yet begun.